Event description:
The customer reported that the patient was receiving doxorubicin and vincristine, with 2 infusion bags that needed to run over 24 hours. One of the infusions completed 4 hours early. The pump settings were noted by the customer to be correct at 22ml/hr, and the infusion completion time was noted to be "correct to complete in 4 hours". There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Manufacturer's report date: 08/04/2015.

Manufacturer narrative:
MFR's report date: 07/28/2015. The customer's report of an over infusion of chemo from an infusion having completed 4 hours earlier than intended could not be confirmed. Physical inspection of the device and disposable set noted no functional issues. Log analysis of the pump module noted an infusion was started on (B)(6) 2015 at 10:16pm for a duration of 23.634 hours. The rate was 22ml/h. The infusion was terminated after 7 hours and 21 minutes. The reason for the early termination could not be ascertained from the log data. Functional testing of the system revealed no malfunction that could account for the customer's reported event. Rate accuracy was performed and the device was within specification. The root cause for the customer's report could not be identified.